Event description:
A medtronic ent representative reported that while in a procedure, registration passed with tracer and pointmerge, however, both registrations were off 5-6 mm when accuracy was verified. Navigation was discontinued. The ent procedure was completed. There was no impact on pt outcome.

Manufacturer narrative:
No parts, or files, have been returned to the MFR for evaluation at time of this report. A medtronic representative reported the system had no issues when checked at site.